Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. Motion at the wrist was no longer intuitive. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided, this event is being reported due to the following conclusion: if a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. There was no report of any patient harm, adverse outcome, or injury. However, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that 8mm tenaculum forceps was not recognized by the system. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the reporter who provided the following information: the site used a backup instrument to complete the planned surgical procedure.